Event description:
It was reported that the user experienced a hypoglycemic event at a music festival, became dizzy, and lost consciousness; onsite emts monitored the user, provided oral glucose and food, and no fingerstick confirmation was performed while the pump displayed approximately 104 mg/dl with no low glucose alert. Symptoms included dizziness and syncope consistent with hypoglycemia. Outcomes included temporary interference with normal activities without hospitalization.

Manufacturer narrative:
Investigation included user interview, review of device data and reports, and troubleshooting education addressing hydration, heat exposure, and meal announcement practices. Investigation of this case revealed no device malfunction identified and no use error detected, with potential contributing factors including dehydration and heat. It was concluded that the event was consistent with hypoglycemia with an unclear cause, and the user planned to consult their healthcare provider regarding perceived increased insulin delivery and frequent low prevention snacking. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.